Manufacturer narrative:
It was reported that a caregiver incurred pain in their back as they tried to raise the fowler that was stuck in the lowest position. It was confirmed by the customer supply lead assistant, that the allegedly injured person incurred minor back pain and did not seek medical treatment, take any medications, and did not miss any work. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the back rest was stuck and someone pulled a muscle trying to raise/lower the backrest.

Event description:
It was reported that the back rest was stuck and someone pulled a muscle trying to raise/lower the backrest. Further information regarding the alleged injury has not been provided.